Manufacturer narrative:
Device evaluation: the device was returned for evaluation. The device was examined and this showed cracking and breaks in the tank cover. The device was given functional testing and this showed the device leaked at the cracked tank areas. The issue was confirmed. Based on the examination and testing the device issue was determined caused by user damage due to over-tightened tank cover screws and possible drop damage.

Event description:
It was reported the device leaked from the warming fluid tank.